Manufacturer narrative:
This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the power switch is melting inside. The evaluation outcome of 'melting' is a keyword and is a reportable event which is the basis of this FDA report.